Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 543mg/dl and the pump alarmed no delivery. The customer treated with insulin. The customer indicated that they primed the device but insulin did not exit the tubing and alarmed no delivery. The customer tried with another reservoir and insulin exited the tubing. Customer declined to troubleshoot for the high blood glucose and was advised to change the entire set, reservoir and insulin and treat per their doctor's instruction. No further assistance was necessary.